Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related to the explantation surgery. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient's performance with the device has deteriorated. Performance was still good around (B)(6) 2016. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's performance with the device has deteriorated. The patient will consult with implanting surgeon.